Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688, lead, implanted: (B)(6) 2013; 5076-52, lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was damaged during removal. The device was replaced. No patient complications have been reported as a result of this event.